Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: proximal conductor fractured; full lead returned and analyzed.

Event description:
It was reported that the lead had sensing difficulty, no pacing and delivered inappropriate therapy to the patient. The lead was explanted and replaced. There were no further reported patient complications as a result of this event.